Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a keypad locked alarm in the ehl. The cause of the customer reported problem was the keypad was faulty. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was not recognizing buttons when plugged in, and there was no visual damage to the port. The customer returned the product for repair, and during physical inspection it was found that the keypad on the pump was faulty. There was no patient involvement.